Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a model pcb00 25.0 diopter intraocular lens (iol) was explanted due to wrong lens power. The lens was replaced with another pcb00 diopter power not provided. There was no incision enlargement or patient injury reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation and visual inspection was performed at 10x microscope magnification. The lens was observed cut in two portions. The way in which the cut is formed is consistent with a lens that has been cut due to lens removal or explant process. Reported unexpected postop refraction cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. Based on review of historical search and review results, there is no associated deviation or non-conformity report related to this complaint. The reported lens was released within the diopter specifications. During manufacturing process, all lenses are cleaned and inspected under microscope at 10x magnification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, no product deficiency was identified. Manufacturer received device on may 03, 2016. Device available for evaluation - yes, returned to manufacturer on may 03, 2016. Device returned to manufacturer ¿ yes. All pertinent information available to abbott medical optics has been submitted.